Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission, noise as non sustained ventricular oversensing was noted on rv lead. Programming changes were suggested. Patient was stable.